Event description:
It was reported patient had a new area of pain. It was noted a possible corrosion of catheter and/or pump due to concentration of meperidine. As of (B)(6)2010, pump consisted of meperidine 150 mg/ml 149.96 mg/day, 300 mcg/ml. Pump and catheter was replaced. Patient/device event resolved without sequelae. Additional information will be provided when available.

Manufacturer narrative:
(B)(4)